Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
After implantation the patient was able to use the vorp which provided him with functional gain of 10 _ 30 db across the speech frequency range. Two weeks ago, the patient reported that he could no longer hear when using the device. There is no report of an accident or trauma to the implant site. Re-implantation is considered.

Manufacturer narrative:
Conclusion: damage to the lead wire of the conductive link as it might be caused by an incomplete device immobilization was determined to be the root cause of device failure. The technical problems given in the patient report appear to match the damage found. The patient war re-implanted with a vorp 503. This is a final report.

Event description:
After implantation the patient was able to use the vorp which provided him with good functional gain across the speech frequency range. Around end of (B)(6)2016 the patient reported that he could no longer hear when using the device. There is no report of an accident or trauma to the implant site. The patient has been re-implanted.